Event description:
Customer reported that the alarm was monitoring a pt and the pt got up and fell. The alarm did not sound and when they tested the alarm it had no power. The customer tested the unit with new batteries and a new sensor. The sensor that was used with this alarm was tested and is in good working condition. The staff is using the sensor with a working alarm. There was no other damage reported by customer. Add'l info was provided by the reporter, she stated that after checking with the nursing staff it was discovered that the alarm was not turned on when the pt fell. There was no pt injury reported. Also the alarm product will be returned for eval, because afterwards the alarm was found broken and not because of the pt fall.

Manufacturer narrative:
Product was requested to be returned for eval and has not been received. Note: the instructions for use has a statement: check alarm function every time before leaving pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, the pir sensor is activated, or magnet is removed from face plate. MFR ref file #: (B)(4).